Event description:
It was reported the implantable neurostimulator (ins) had bothered her and it began about a week prior to report. They had gained 30 pounds and wondered if that could be a part of the issue. The patient fell often and they fell the week prior to report. They had ¿horrendous falls¿ prior to that. They were very sore around the device. The nurse touched it and the patient almost ¿flew¿ off the chair. The patient thought the fell and did something to the device. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0dg2y, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).